Event description:
Additional information: the patient underwent a pump exchange on (B)(6) 2017. The pump will not be returned.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a pump pocket infection, and that the infection tunneled from the pump pocket to the subcostal incision. It was reported that the patient was being treated with antibiotics and was elevated to 1a status on the heart transplant list. No additional information was provided.

Manufacturer narrative:
The center reported that the explanted device was not available to be returned to the manufacturer for analysis. A direct correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.